Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. A leak was found in the biopsy channel. In addition to the white contamination found in the air/water channels, other evaluation findings are as follows: the light cover glasses adhesive was worn; the distal end adhesive was lifting; there were crush marks evident on the insertion tube; the biopsy port was worn; the suction connector had water leakage; the automated air leak test failed; and the following parts were stained: the grip, the control body casing, the side cover, the up/down angle control, the right/left angle control, the left/right brake knob, the up/down brake lever, and the switch head. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope did not pass the leak test during reprocessing. Customer believed it had a hole. There was no report of patient harm. The device was returned, evaluated, and a white contamination, possibly a simethicone-type product, was found in the air/water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.